Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's speech was affected since the dbs system implant. The pt was having particular difficulty in forming the d sound. The pt also reported an excessive amount of earwax build-up, which affected his equilibrium. It was noted that the pt had this issue prior to implant as well. The pt also experienced lightheadedness. It was further noted that every morning, when the pt turned on the implant, he feels a slight shock in his small finger. There was no known accident or incident related to this event.